Event description:
Endo path ets-flex 45 device did not work after two fires. Another device opened and worked without incident. Manufacturer response for endo path ets-flex 45, endo path ets-flex 45 articulating endoscopic linear cutter (per site reporter): unknown to this reporter.